Event description:
Symptoms of an occlusion [vascular occlusion]. White head like pustules [injection site pustule]. Hematoma right under the boarder of the lips on the inside and outside of the lips [injection site haematoma]. Lip was sore [lip pain]. Rha2 to the lips [off label use]. A united states report received from a healthcare professional on 27-jan-2022. A physician who was the prescriber/injector reported that a (B)(6) female patient received rha2 on (B)(6) 2022 for an unknown indication, dose and frequency were not reported. A volume of 0.2 cc rha2 was applied to the lower lips using a retrotracing injection technique. The needles from the box was used for the administration of rha2. A cannula was not used for the administration of rha2. Previous cosmetic procedures included were volbella dermal injection to the lips on (B)(6) 2020, voluma dermal injection to the cheeks on (B)(6) 2020, and volbella dermal injection medical history included was a dermatological history of herpes, fitted for invisalign. It was also provided that the patient received valtrex 500 mg taken twice daily as needed. On (B)(6) 2022, it was reported that the patient had active covid. Additionally, the patient received one dose of the covid-19 booster within six months, administered on an unknown date. Concomitant medications and food supplements were not provided. On (B)(6) 2022, the patient experienced symptoms of an occlusion, white heads like pustules, hematoma right under the boarder of the right lower lips on the inside and outside of the lip and lip sore. Additionally, the patient admitted to squeezing a pimple on the lower lip near the injection site. The patient was to be continued , as treatment, on asa 325 mg, valtrex 500 twice a day, warm compresses, and cephalexin 500 mg three times daily for 7 days. It was also reported that there was no skin break down or necrotic tissue that developed. The patient is to be retuned to baseline with no residual issues. The patient had scheduled a follow-up visit with a health care professional. The outcome of events was recovered. It was unknown if the product was available for return. (B)(4). No additional information was available at the time of this report. Follow-up received on (04-feb-2022) from a health care professional: patient initials, age, sex, ethnicity, and weight were reported. The patient's medical history, previous cosmetic procedures, vaccination history, medical queries, reaction outcome, intensity of events, and further event details were provided. The injection date, injection technique, injection sites, and volume injected were reported. The product's batch, gtin numbers were provided.